Event description:
It was reported that during a ureteroscopy procedure the laser fiber broke on the patients leg and ended up burning a hole in the drape. Dusting was performed at 0.3j at 80hz and 24 watts, and fragmentation was performed at 0.8j at 8 hz and 6.4 watts. It was noted that a digital flexible ureteroscope was used during the procedure. The procedure was completed with another of the same device with no patient complications.